Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking from the outer case. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: additional information: a1, b5, d4: UDI section, h3 and h6 - health effects and evaluation codes d3, g1, and g2 email is: regulatory.(B)(6) device evaluation: one device was returned for investigation. Visual inspection found the device was received dirty. Line cord was faded and worn. Pole clamp has gouges in it. Water tank cover was cracked on the bottom two corners. Enclosure was cracked above and below quick connect. Quick connect was corroded. Printed circuit board (pcb) was missing standoffs from behind the lcd. Functional testing found the device was leaking from the bottom of the water tank cover and from the crack underneath the quick connect. The complaint was confirmed. Root cause could not be confirmed. Probable cause is customer over tightened water tank cover screws and over tightened quick connect drain fitting. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Additional information was received: event occurred during preventative maintenance and no patient harm during the event.